Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information received, the cause of the reported communication issue and subsequent delay remains unknown.

Event description:
During an atrioventricular nodal ablation procedure, multiple connection and signals issues occurred with the amplifier which caused a delay. One issue showed the amplifier disconnected in the top bar, the other showed no signals. The connections were checked to the dws and from the ensite x to the claris. Troubleshooting involved restarting the amplifier and dws multiple times; the issue resolved after 3 restarts. There were no adverse consequences to the patient.